Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a retroactive review of 20 subcutaneous implantable cardioverter defibrillator (sicd) was performed. Of these 20 implants, two had evidence of oversensed noise that could be reproduced with isometrics and pocket manipulation. One case was resolved by lead change. It is unknown if "lead change" implies surgical intervention or reprogramming of the sensing vector. The following information was obtained from the excerpts of the 10th implant devices-related winter convention 2018. O147: "study for 20 cases of subcutaneous implantable cardioverter defibrillator in this hospital" masahiro haneda, kusa, kanno, igarashi, nakamura, miyazaki, hachiya, iezaka.